Manufacturer narrative:
There is no indication service was dispatched for this incident. A definitive cause of the incident is unknown.

Event description:
The customer reported non-reproducible false positive troponin I (access accutni) results involving access 2 immunoassay system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory; results greater than or equal to 0.1 ng/ml are re-centrifuged and retested. The customer suspected pre-analytical issue and indicated the laboratory was using serum but had switched to lithium heparin tubes. The customer stated switching to lithium heparin tubes had helped decrease the number of false positive troponin I occurrences.